Event description:
It was reported the patient died "soon after the recall". Follow up revealed patient had collapsed at home and brought to hospital. Had been seen at hospital day before with knee pain. Last device interrogation had been 3 years previous. Patient was pacemaker dependent. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.